Event description:
It was reported the patient presented to the hospital with chest pain and trouble breathing. Device interrogation determined the right ventricular lead had high thresholds. X-ray revealed the lead had perforated the right ventricle. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).